Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional pertinent information become available, it will be provided. It was further reported that the patient experienced inflation issues with the explanted ipp leading to the procedure. The patient did not experience any adverse events and was said to be good after the procedure. No more information available at the moment. Should pertinent additional information become available, it will be provided.